Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the pump activation issue and deflation issue could affect the functionality of the device, therefore, resulting in a revision procedure to explant the pump. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination did not identify any component damage. Functional testing of the pump identified the pump required more than 8lbs of force to activate, and when deflated the saline would not properly move throughout the system. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to unspecified reasons. The ipp was explanted. Analysis of the returned ipp identified a non-conformance that would impact device functionality.